Event description:
The ge oec 9900 fluoroscopy system would lock-up. Facility biomed engineering attempted to repair the system without success.

Manufacturer narrative:
A ge oec service representative investigated the issue and replaced the image processor and display adaptor, as well as the system hard drive and updated the software. The backplane was also replaced. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.